Event description:
New information received states that the patient condition was stable.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The reported event of premature battery discharge was not confirmed. The device was received with no telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received notes that the pacemaker was also replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. During follow-up it was noted that the pacemaker failed to be interrogated and exhibited premature battery depletion. No resolution was performed. The patient condition was unknown.

Event description:
New information received confirms that as a resolution the pacemaker was explanted. No additional information was available.